Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing. Subsequently, a full system explant was performed and a new system was implanted. This lead has not been returned for analysis. No additional adverse patient effects were reported.